Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit for an evaluation. The customer stated that they isolated the failure to the speaker. If additional information is made available, a supplemental report will be submitted.